Event description:
I too purchased my contacts and received the complete moisture solution from the eye care provider. After a couple of days I would put the contacts in and about 10 seconds later my eyes would start burning. I would have to immediately remove them and wear my glasses because my eyes were so red and irritated. I tried drops and rinsing the lenses thinking it was the lenses. My eyes started crusting over a night and I had to open a fresh pair of lenses just to be able to wear them. After going through the third pair that was suppose to last a month each I figured it was the solution. I never went to the eye dr because of my insurance situation but now that they have recalled the solution I will go asap. I have had blurred spots and thought it was due to the bouncing back between lenses and glasses. But now I've learned it may be due to the infection. Dates of use: 2007.